Manufacturer narrative:
(B)(4). Eval: unk because investigation is still in progress.

Event description:
Pt received a zfen-p-2-32-124-r proximal component, zfen-d-20-62-91-c distal component, zsle-24-74-zt spiral z iliac leg. One 6 mm x 22 mm atrium icast stent was placed in the right renal artery. One 7 mm x 22 mm atrium icast stent was placed in the left renal artery. At conclusion, the endovascular graft and both fenestrated and stented renal arteries were patent with no kinks or endoleaks. During the procedure, the right common femoral sheath slipped out into the femoral artery and the pt developed a hematoma in the extraperitoneal area. Estimated blood loss was 2500 cc, pt received 675 cc cell saver blood intra-operatively. Additional 2 units prbcs were give post-operatively. Two days post-procedure, pt was discharged. The 11 days post-procedure, pt was admitted for swelling above the procedure site in the right groin. A CT scan revealed rectus sheath hematoma - no treatment was required and the graft and fenestrated/stented vessels were patent and intact with no kinks or endoleaks. A right renal infarct was noted. Pt was discharged following day. Unable to confirm prior to investigation whether cook's device was involved.